Event description:
Device malfunction: none. Symptoms/ ae: neurological event. Time of ae: twenty three days postprocedure. It was reported that twenty three days post an uneventful left internal/common carotid artery stenting procedure, the pt began to have occasional trouble remembering people's names. Reportedly, it cannot be ruled out that the pt experienced a small stroke; however, no tests were done and no treatment was provided. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Neurological events are known potential adverse effects associated with the use of the device as listed in the xact stent instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this event.